Manufacturer narrative:
(B)(4). The software investigation found that per the reported event the screws were revised successfully during the surgery using navigation. The root cause was unable to be determined without further information since the behavior could not be replicated.